Manufacturer narrative:
The manufacturing location for this product is pps. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ multiuse one-piece sharps collector hinge cap the lid was damaged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about broken lids of sharps collector. The customer reported that lids were found to be detached.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023 h6: investigation summary 2 samples and photos were returned by the customer. According to the customer's report, the lid does not shut was verified. The investigation performed on basis of photo and sample representation. Requirement(s): the lids should be properly installed while bottles are molded (hot) so that the lids snap onto the containers and remain snapped in place permanently. Investigation: proper installation of the caps require the bottles & caps to be warm (right after molding) and require significant force to secure the cap completely to the bottle. This was being done manually throughout 2022 and prior. Due to the high physical requirements needed, some operators may not have had the strength necessary to complete this task efficiently. This was recognized and an automatic cap press was built in late 2022 to alleviate the issue. See h10.

Event description:
It was reported while using bd¿ multiuse one-piece sharps collector hinge cap the lid was damaged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about broken lids of sharps collector. The customer reported that lids were found to be detached.